Event description:
Alleged deflation

Manufacturer narrative:
Defaltion reported as the reason for complaint. Device finding not availble. Device not explanted. Updates made to sections: d6b, g3, g6, h2, h3, h6, h10.

Event description:
Alleged deflation.